Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvf005 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asdvf005) have been reported from the same facility.

Event description:
It was reported over the past two weeks the facility has had five 20g 0.75 in huber needles crack along the second port (the one closest to the patient) after the adapter had been added or after it has been in place several days it started leaking. This report addresses the fourth of five needles.